Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the cup and head became dislodged while the patient was performing activities at home. On the same day, revision surgery was conducted. The doctor commented that there could be an issue with the cup component. The doctor requested us to provide information on the occurrence rate and the mechanism which the event could occur. To obtain adequate working space following cup explanation, it was necessary to increase the offset by using a longer neck-head construct; therefore, the neck and stem were exchanged. (B)(4).